Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the wings are breaking off as the sheath is being removed. There was no reported patient harm or consequence." Associated complaint 9680794-2025-00061.

Manufacturer narrative:
Qn#(B)(4). The customer returned four unopened midline kits for analysis. The customer reported that the damage was identified during the procedure; therefore, the samples were investigated with the assumption that the returned kits were representative samples. The returned kits were opened to further analyze the sheaths. No obvious defects or anomalies were identified with the sheaths. The overall length of one sheath measured 2 3/4" which is within the specification limits of 2 5/8 - 2 7/8" per the sheath product drawing. The outer diameter of the sheath measured 0.0800" which is within the specification limits of 0.078 - 0.084" per the sheath extrusion drawing. The inner diameter of the sheath measured 0.068" which is within the specification limits of 0.066 - 0.071" per the sheath extrusion drawing. One sheath was functionally tested per the instructions for use (IFU) provided with this kit which instructs the user, "ensure dilator is in position and locked to hub of sheath.". The sheath was removed and then reinserted into the dilator. The dilator hub was then locked into the sheath tabs as intended. Tearing of the sheath was simulated with one of the returned representative sheaths. With the catheter advanced through the sheath, the tabs were separated and then torn down the score lines. The sheath was able to separate and tear as intended. Performed per IFU statement, "withdraw peel-away sheath over catheter until sheath hub and connected portion of sheath is free from venipuncture site. Grasp tabs of peel away sheath and pull away from the catheter, while withdrawing from vessel until sheath splits down its entire length." A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user, "precaution: avoid tearing sheath at insertion site which opens surrounding tissue creating a gap between catheter and dermis." The customer report of a broken peel away sheath tab could not be confirmed through the investigation of the returned samples. The customer reported a defect "in use" but returned four unopened kits for analysis. Therefore, the returned kits were investigated as representative samples. One sheath was analyzed, and it passed all relevant visual, dimensional, and functional requirements. Therefore, based on the representative sample received and since the reported sheath was not returned for analysis, the potential root cause could not be confirmed at this time. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: "the wings are breaking off as the sheath is being removed. There was no reported patient harm or consequence." Associated complaints 9680794-2025-00060 and 9680794-2025-00061.